Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note, the over-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
It was reported that during a gall bladder procedure, the clips would not hold after placing. Before fire the applier, the first clip fell closed into the patient. The surgeon fired the device and the jaws remained blocked on the tissues. The surgeon fired the handle several times and could reopen the device. No damage on the tissue/vessel. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.